Event description:
The user called home care. When the home care staff arrived, the user was lying on the floor. The walker was lying next to the user and the right front wheel had fallen off. Neither the user not the user's family member could explain how it had happened or state when the wheel had fallen off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was loose, but undamaged behind the wheel cap. The wheel axles of the walker were according to specification. Etac ref. No. (B)(4).